Event description:
Customer reported blood glucose result of 429 mg/dl on the advantage system and 81 mg/dl within 10 minutes on a lab system. Customer reported no pt symptoms or treatment. No adverse event reported. Strips not available for return, replacement system sent.